Manufacturer narrative:
The reported event of stylet unable to advance was confirmed. A complete lead without a stylet was returned in one piece for analysis. The cause of the reported event was isolated to the inner coil being clogged with blood. No other anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not be implanted as the stylet was unable to get through the lumen to the distal end of the lead. The atrial lead was replaced during the procedure on (B)(6) 2020. Patient was stable.